Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. Insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 124 mg/dl. The customer did not recall any significant events leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.